Manufacturer narrative:
A ge service rep performed an on site investigation. A module was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system¿s monitor displayed images that were uninterpretable. No report of pt injury.